Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an out of box failure. The representative reported that the extension that was to be used in an implant procedure was never opened out of the sterile packaging because it was noted to have a significant bend in the proximal area. The healthcare provider agreed with the representative and the extension in question will be sent back to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension 3708660 dbs no tunneling tool s/n (B)(4) found no anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.